Event description:
It was reported that the right atrial lead exhibited high capture threshold. The physician suspected an insulation breach. The lead was explanted and replaced. The patient was stable.